Manufacturer narrative:
Common name: mpb catheter, hemodialysis, non-implanted. Product code: mpb. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported the cook turbo-flo hd hemodialysis catheter was being used for continuous renal replacement therapy through the right subclavian. The dilator tip broke during insertion. However, the product problem did not result in any device pieces being left within the patient or other serious injuries.